Manufacturer narrative:
Manufactures investigation conclusion: the reported event of ¿physical damage to power module¿ was confirmed with the returned power module. Visual inspection of the returned product revealed the top and bottom housing is fracture on the left side of the device. The damage is consistent with a sudden impact as per reported. Similar incidents will continue to be monitored. The reported event of the "sparks" could not be confirmed. The power module was tested together with laboratory equipment and the reported issue could not be reproduced. Repair and preventative maintenance were performed. The unit passed all testing per the full functional checkout test document and will be returned to the customer site. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial#: (B)(6) was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was physical damage to power module after falling. The power module damage consisted of cracked and broken plastic on casing of power module. "Sparks" were noticed coming from the power module after dropping. The unit was returned for analysis.